Manufacturer narrative:
Review of the provided device's logs confirms occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as airway pressure high, peep high, expiratory minute volume low, respiratory rate high, pressure delivery restricted and check tubing indicate a high expiratory resistance or an excessive leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The customer does no use recommended getinge servo guard / servo duo guard. No further information were provided from the customer. Review of the logs confirmed that prior to ventilation and reported issue and after the reported issue - successful pre-use check was performed. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator itself. As the source of the alarm activation is unknown, the cause of the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).